Manufacturer narrative:
Patient information was refused to be provided by the surgeon. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue and reported the system performed as intended during testing.a medtronic representative reported the software logs were unavailable for analysis. A software investigation was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information was unavailable from the site.no parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a cranial resection procedure the navigation screen went blank and then displayed "no input". The system was restarted to resolve the issue and the surgeon completed the procedure with the use of the navigation system. There was no reported delay due to this issue. There was no impact on patient outcome.